Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was unknown mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer call was disconnected and called customer back and left a message for them to call back.